Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Device evaluated by manufacturer? No - lens remains implanted. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -12.00 diopter, in the patient's right eye (od) on (B)(6) 2016. The lens was reported as having an excessive vault. The patient experienced a refractive surprise and loss of best-corrected visual acuity (bcva). The lens remains implanted and it is planned to exchange the lens.

Manufacturer narrative:
Additional data: device evaluation: product evaluation found that the lens was returned dry in the lens case/vial with clear surgical residue/debris on product. Visual inspection found the haptic broken. Work order search: no similar complaints were reported for units within the same lot. (B)(4). Corrected data: loss of best-corrected visual acuity (bcva) was not reported. The lens was explanted and exchanged on (B)(6) 2016. The problem was resolved. (B)(4).